Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported lock line knot cannot be determined. The reported lock line resistance was the result of the knot. The reported additional therapy / non-surgical procedure was the result of case specific circumstances as tweezers were required in order to remove the lock line knot. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult removing the lock line and material deformation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted without issues. To further reduce mr, a second clip was inserted, and the leaflets were successfully grasped. While attempting to deploy the clip, the physician pulled on the lock line; however, resistance was felt. It was then noticed that a knot had occurred at the end of the lock line. The physician then used tweezers to access the part of the lock line where a knot was present. The lock line was then successfully removed. It was noted that the clip was stable on the leaflets after deployment. No additional clips were needed as mr reduced to a grade of less than 1. There was no clinically significant delay in the procedure. No additional information was provided.